Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that no lead fracture or insulation breach was observed under fluoroscopy and lead to device header connections were verified to be appropriate, however, the lead was then tested on a pacing system analyzer (psa) and confirmed noted high out of range pacing impedance measurements greater than 2,000 ohms.